Event description:
It was reported that the patient came to the hospital due to a recurring audible "patient alert". Interrogation of the device indicated an increasing lead impedance of greater than 3000 ohms, and there were a number of short v-v intervals which could indicate oversensing. A lead revision had been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.